Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps instrument by the customer noting a broken black wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The instrument was also found to have a broken/dislodged conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. There were no signs of thermal damage near the conductor wire breakage or damage to the conductor wire insulation. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had thermal damage on the bipolar yaw pulley. Thermal damage at or near a bipolar yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the wire of the fenestrated bipolar forceps instrument tip "jumped off". The procedure was completed using a backup fenestrated bipolar forceps. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire that jumped off was black. There was no fragment falling into the patient which was confirmed by the nurses.